Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a craniotomy for mass resection, preventing user access to emergency medication. Customer stated that the required medication, midazolam, epinephrine and atropine were needed to help support patient's blood pressure and prevent coding. Customer reported a minimal delay in patient care due to the pharmacy department providing the required medication. Customer reported that the patient experienced neurological deficits post-surgery. Customer could not determine if the neurological deficits were caused by surgery complications or the reported medication delay.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a craniotomy for mass resection, preventing user access to emergency medication. Customer stated that the required medication, midazolam, epinephrine and atropine were needed to help support patient's blood pressure and prevent coding. Customer reported a minimal delay in patient care due to the pharmacy department providing the required medication. Customer reported that the patient experienced neurological deficits post-surgery. Customer could not determine if the neurological deficits were caused by surgery complications or the reported medication delay. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined the performance issues were traced to configuration values for the network interface card. The technical support specialist modified the nic speed to half duplex, disabled bluetooth, performed a system scan and repair to resolve. Customer confirmed the device is working as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2020 to (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station unexpectedly froze during the procedure. A technical support specialist remoted into the station and recommended them to schedule a weekly reboot to resolve the issue. The system functioned as intended after the technical support specialist accessed the device.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a craniotomy for mass resection, preventing user access to emergency medication. Customer stated that the required medication, midazolam, epinephrine and atropine were needed to help support patient's blood pressure and prevent coding. Customer reported a minimal delay in patient care due to the pharmacy department providing the required medication. Customer reported that the patient experienced neurological deficits post-surgery. Customer could not determine if the neurological deficits were caused by surgery complications or the reported medication delay.